Manufacturer narrative:
Correction to h6; type of investigation, investigation findings, and investigation conclusion. Correction to d1, the brand name was inadvertently left off on the previous submission. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode(s) is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Imagery was provided by the site and revealed the following: the patient's left access vessel had presence of tortuosity and undersized vessel region, and one strut appeared bent backwards at the inflow side of the valve on fluoro. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, events reporting resistance during delivery system insertion/advancement through the sheath and potential valve frame damage using the s3u/s3ur valve configuration have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to vessel tortuosity, calcification, undersized vessels, and/or steep insertion angle. In addition, valve frame and/or sheath damage can be a result of increased push force and any excessive device manipulation or sheath-valve interaction. The reported event of frame damage was confirmed based on relevant imagery provided. Available information suggests patient factors (tortuosity, undersized vessel) and/or procedural factors (high push force, insertion angle) likely contributed to the event as reported and based on imagery review. Per review of 3mensio imagery, the patient's left access vessel had presence of tortuosity and an undersized vessel region. Additionally, it was reported that the sheath was inserted at a steep angle and "resistance was encountered at the femoral and common iliac arteries while advancing the valve through the esheath. Excessive push force was applied to overcome the resistance." Tortuous patient anatomy can create sub-optimal angles that can lead to non-coaxial alignment between the delivery system with crimped valve and sheath inner lumen which may lead to resistance. Undersized vessels (e.g. Due to anatomical variation, pre-existing stent or graft, scar tissue, or fibrosis) can create a restricted pathway, resulting in difficulty during sheath expansion and increased resistance during the advancement of the delivery system. A steep insertion angle can result in non-coaxial alignment between the delivery system and sheath. Non-coaxial advancement of the delivery system through the sheath may lead to resistance or can increase push force requirements, resulting in frame damage. High push force can lead to the valve struts interacting with the sheath shaft and result in the strut damage at the valve inflow side. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
The investigation is ongoing.

Event description:
According to the field clinical specialist, during a transcatheter aortic valve replacement (tavr) procedure using a 26 mm sapien 3 ultra resilia valve, resistance was encountered at the femoral and common iliac arteries while advancing the valve through the esheath. Excessive push force was applied to overcome the resistance. Upon rolling the balloon into the transcatheter heart valve (thv) in the descending aorta (dao), a bent strut was observed. The account elected not to implant the valve in the annulus and instead planned to retract the thv into the esheath for removal as a unit. While withdrawing the thv, resistance was again encountered at the common iliac and femoral arteries. A subsequent drop in pressure occurred, prompting vascular surgery intervention to control bleeding and repair the common iliac artery with a 10 x 10 mm covered. The plan was to have the patient come back for a tavr once recovered.